Event description:
The customer reported via phone call that they were hospitalized with high blood glucose over 600 mg/dl. The customer also reported they were diagnosed with diabetic ketoacidosis during their hospitalization. Customer also reported the battery was lasting between 2 to 3 days on the insulin pump. Customer declined to troubleshoot for the insulin pump. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).